Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'third soft key on keypad dose not work' was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump third soft key on the keypad did not work. This occurred during programming/setup in the emergency room. There was no patient involvement. No additional information is available.